Event description:
It was reported that the device was explanted at the request of the patient. The device had been turned off four years ago when a new device was received but not explanted at the time due to the "risk of infection." It was further reported that the patient had occlusion of the left subclavian vein. It was noted that one of the leads had a rise in impedance. The leads have now been capped and the device explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was explanted at the request of the patient. The device had been turned off four years ago when a new device was received but not explanted at the time due to the "risk of infection." It was further reported that the patient had occlusion of the left subclavian vein. It was noted that one of the leads had a rise in impedance. The lead has now been capped and the device explanted. No further patient complications have been reported as a result of this event.